Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, the high threshold allegation was not confirmed based on normal resistance measurements, a passing hipot test, and x-ray inspection that showed no conductor fractures.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.